Event description:
On a date approximately one to two weeks after (B)(6) 2025, the user reported prolonged hyperglycemia with a blood glucose (bg) of about 400 mg/dl. The user remained on the ilet, and bg was corrected. No medical intervention was required, and no long-term effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.